Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: during a plate removal surgeon noted the head of the locking screw was broken. Surgeon used a t-handle and the extract-screw to try to remove the screw. The extract-screw broke and the handle became deformed. Surgeon tried to drill it out without success. Surgeon rotated the plate to remove the screw. Another screw became difficult to remove, surgeon cut the screw head off with the drill and the screw shaft was left in the pt's bone. Additional info has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. The investigation is on-going.